Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2012 to report that upon sensor removal due to end of sensor session, pt's mother found the sensor to be shorter than expected. Pt's mother believes that sensor fragment is still in pt's skin. At the time of her call to dexcom technical support, pt's mother reports that pt was not complaining of any discomfort.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessary for intervention.